Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no indications of dried fluid inside the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. During treatment setup of the simulated treatment test, multiple balloon valve leak alarms occurred. The cycler underwent and passed a system air leak and valve actuation test. An accelerated stress test (ast) was performed to clear the balloon valve fault by exercising the balloon valves in the cycler pump assembly. After running an ast test, a simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance. There were no fluid leaks in the test cassette during the treatment test. During a drain phase of the treatment, a soft patient line is blocked support warning occurred followed by a drain complication encountered warning, as expected, when intentionally restricting the patient line. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called into technical support due to their cycler going out last night. The patient reported that the cycler was not draining them. The patient completed two cycles and on their third dwell, felt full. The treatment on the cycler was cancelled and the patient performed a manual drain of 5000 ml, however the cycler reported that the patient drained 7016 ml. The patient¿s fill volume was 3003 ml. The patient stated that they did not believe the drain volume was correct and wanted a replacement cycler. Further treatment data was not reviewed. The manual drain volume of 5000 ml is 166% the patient's fill volume of 3003 ml, however the 7016 ml drain volume is 233% of the patient¿s fill volume of 3003 ml. There were no alarms on the cycler reported. As a result of the not draining and increased intraperitoneal volume (iipv) event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they had manual supplies available, however may be able to skip a night of treatment. Additional information was required, however to date not provided.